Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 23 of the patient's mouth. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, increased sensitivity and hypersensitivity. No further patient complications were reported.